Event description:
A crack was noted on the hub of the cypher when the physician tried to connect the device to the three way tap. The outer packaging appeared normal. The case was successfully completed with another cypher select plus. There was no injury to the pt. The product was not in the pt at the time of the event. There were no other noted damages to the device. There were no other problems experienced.

Manufacturer narrative:
The device has been received; however, analysis has not begun. Additional info will be provided within 30 days of receipt.